Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Following the lss, impedance measurement varied from 300 ohms to 2500 ohms. Additionally, automatic threshold measurements showed fluctuating values. Noise, oversensing and pacing inhibition was noted. A review of the device data revealed two stored signal artifact monitor (sam) episodes. The first episode was due to noise on the atrial channel. The second episode was due to an out of range impedance measurement on the rv channel and noise which was oversensed due to the interaction with minute ventilation and respiratory rate trend sense amplifiers. A revision procedure was performed and this device and the competitive rv lead were replaced. The competitive atrial lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).